Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 11, 2017: medical records received. There are no new allegations. After review of the medical records for the MDR reportability, patient was revised due to metal synovitis and elevated cobalt. Revision notes reported approximately 90% deficient abductor, atrophic posterior and superior gluteus medius with evidence of some heterotopic ossification in the region of the greater trochanter, creamy white fluid consistent with acute lymphocytic response. Surgical pathology reported a dense fibrous tissue with focal necrosis and focal chronic inflammation. Laboratory results for cobalt-chromium levels were above 7 ppb. Lot numbers updated. Added stem for the reported elevated ions. Added complainant information. This complaint was updated on jul 26, 2017.